Manufacturer narrative:
The device ro15050 has been inspected for investigation purpose. The tests performed confirmed that a new vigilance device needed to be installed.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the vigilance device was non-functional. There was no patient involvement reported.